Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a paradoxical response from sensor during arm movements. The patient explained her heart rate increases during the activities of styling her hair, swimming and weightlifting. A boston scientific technical services consultant discussed programming options for system optimization. No adverse patient effects were reported.